Event description:
Per the info provided to co by the physician's office, the device was removed due to "a tubing fracture at the strain relief junction." As reported to co, only the pump was removed and replaced, leaving the rest of the device in place.